Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d15: a review of the manufacturing records indicated the lots met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lots met all pre-release specifications. H3 other; h6 codes b20, c20: the device remains implanted and was, therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2024, a 58-year-old male patient underwent a bypass procedure in which a gore® acuseal vascular graft (graft) was implanted successfully in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. The patient received at least one dose of prophylactic antibiotics prior to the procedure. On (B)(6) 2024, the first successful hemodialysis session was performed through the graft. On (B)(6) 2025, this patient was noted to have ¿graft delamination¿, what led to in-patient hospitalization. On (B)(6) 2025, this patient underwent a repeat intervention. No further information on the repeat intervention is provided at this time. On (B)(6) 2025, the ¿graft delamination¿ was resolved and the patient recovered with sequelae.